Manufacturer narrative:
The investigation of the returned dc/dc pc board with connectors did not show any errors. The pre-use check and the simulated use testing did not generate any errors. The review of the received device logs can confirm the reported alarm, a technical error indicating a power error, and another generated at the same time, indicating an open safety valve. The cause to these errors cannot be established by the investigation of the returned dc/dc board, the pc board worked according to specifications. Previous investigations with the same generated alarm combination have been caused by a shorted capacitor in the expiratory pc board. The investigation findings regarding this case do not lead to a clear conclusion about the cause of the reported event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: 1914mcc1522.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment the ventilator alarmed for a power error. There was no patient harm. (B)(4).